Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 623219) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), toothache ("teeth pain"), gingival pain ("gum pain"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, infection, toothache, gingival pain, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, gingival pain, headache, infection, pelvic pain, toothache and vaginal haemorrhage to be related to essure. Lot number: 623219 manufacture date: 2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), toothache ("teeth pain"), gingival pain ("gum pain"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, infection, toothache, gingival pain, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, gingival pain, headache, infection, pelvic pain, toothache and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a female patient who had essure (batch no. 623219) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), toothache ("teeth pain"), gingival pain ("gum pain"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, infection, toothache, gingival pain, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, gingival pain, headache, infection, pelvic pain, toothache and vaginal haemorrhage to be related to essure. Lot number: 623219, expiration date: mar-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: mr received. Reporter information, lot number, expiration date added. Date of insertion updated. Model number updated from ess205 to ess305. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.